Manufacturer narrative:
This report is submitted on november 15, 2021.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at implant site. Subsequently, the patient was hospitalized (date and duration not reported) and during the hospitalization, the patient underwent a skin flap revision surgery (rotational flap, with skin graft harvested from inner thigh) on (B)(6) 2020. The patient was treated with oral and topical antibiotics (date and duration not reported) post surgery.